Event description:
It was further reported that the device was used in a workshop on laparoscopic radical prostatectomy and radical nephrectomy with soft cadavers.

Manufacturer narrative:
This supplement report is being submitted to provide additional information from customer and the results of the legal manufacturer¿s final investigation. Updated fields: b5, d8, g3, h2, h3, h4, h6 and h10. The device was returned to olympus for inspection and the reported failure of ¿eight white dots¿ was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in conformity within the specification. Based on the results of the investigation, the root cause cannot be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head had white dots on the image. There were no reports of patient involvement.